Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) seal was delaminated. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection confirmed the reported delaminated downstream occlusion (dso) seal. The dso seal was replaced. Upon further investigation, the degradation of the upstream occlusion (uso) seal and lifting air detector were found. The uso seal and air detector were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.